Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has power issues, it wouldn't power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The respiratory department stated that the device powered on by itself and that biomed needed to disconnect all the power and force the turn off by holding the on off switch for 10 seconds. The device would not respond to the touch. The rse recommended replacing the ui assembly printed circuit board assembly (pcba) and provided parts ID for the repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue due the power button acting erratically. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.